Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), two esheaths were discarded, as they split at the tip and seam during insertion in the patient. The physician decided to use a 16fr esheath, although they were implanting a 23 mm sapien 3 valve, as the patient had very tortuous and calcified vessels. The first and second esheath split during the introduction in to the patient, with the dilator in. There was some insertion difficulty at the iliacs and abdominal aorta. It also looked as if the sheath kinked at one bend.  During the insertion of the third esheath, the physician turned the edwards logo away from him, and was able to insert the sheath without any split or tear. All devices were discarded. Once the sheath was inserted, there was difficulty crossing the 25 mm mitral flow valve with the wire. During the attempt with a straight wire, the sapien 3 valve was prepped, but had to be wasted, as they were unable to cross. The team will attempt a different access at a later date.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessment. Pre-op CT images of patient anatomy were provided revealing that the patient had calcified and tortuous vessels. Per the cer report, the degree of calcification and tortuosity were moderate, and the mld was 6 mm. DHR review was performed for the device/component that are the most relevant to the complaint events. The work orders did not reveal any issues that could have contributed to the complaint events. A lot history review of the related work order was performed and revealed no other complaints for ¿sheath distal tip ¿ split¿, ¿sheath shaft ¿ liner torn¿, or ¿sheath shaft ¿ insertion difficulty-in patient¿. A review of complaint history from september 2017 to august 2018 for the edwards expandable sheath set (all models and sizes) used with the commander delivery system revealed other returned complaints for sheath distal tip ¿ split. Eight (8) complaints were confirmed but no manufacturing non-conformances were found. Two (2) complaints are pending evaluation. A review of the complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the ¿damaged¿ trend category. An in-depth evaluation regarding complaints for ¿sheath shaft ¿ liner torn¿ has been documented in a technical summary  written by edward lifesciences. In this technical summary, a review of liner tear complaint investigations on returned devices over a two year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. The technical summary also demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. As such, available information supports that patient/procedural factors likely led to the reported event and there is no evidence of device malfunction or manufacturing nonconformance. A complaint history review is not required at this time. Of note, the occurrence rate did not exceed the august 2018 control limit for the ¿damaged¿ trend category. A review of complaint history from september 2017 to august 2018 for the edwards expandable sheath set (all models and sizes) used with the commander delivery system revealed other returned complaints for sheath shaft ¿ insertion difficulty-in patient. Five (5) complaints were confirmed but no manufacturing nonconformances were found. One (1) complaint is pending evaluation. A review of the complaint history revealed that the occurrence rate did not exceed the august 2018 control limit for the ¿insertion difficulty-in patient¿ trend category. The esheath instructions for use (IFU) prepping manual, and training manual were reviewed for instructions relating to the complaint events. No IFU/training deficiencies were identified. During final assembly, the esheath shaft component was 100% inspected. It is visually inspect using 3x magnification minimum for wrinkles, kinks, bends, mechanical damage, surface defects, protruding/missing material, dents, cuts, cross linking of hdpe across liner, delamination, witness lines with exposed ptfe liner, remnant lines, seam separation, stress lines, and notches. It is visually inspect using 3x magnification minimum for holes or tears in the strain relief. It is visually inspect for flash and excess material using minimum 10x magnification. It is also visually inspect soft tip under 10x magnification for serrated transition, holes, rough surfaces, or tears. During manufacturing, the esheath tip was inspected for ID dimension using the tip go/no-go gauge, and after scoring and under 10x magnification for ID scratches in the liner expansion pathway and tears.  During final inspection, the esheath underwent 100% inspection by both manufacturing and quality. There is verification of shaft od, tip ID, tip length, working length, coating length, and strain relief length dimensions. It is visually inspect using minimum 3x magnification for delamination, seam separation, wrinkles, kinks, bends, mechanical damage, surface defects, protruding material, missing material, dents, cuts, witness lines with exposed ptfe liner, stress lines in the liner, cross linking of hdpe across liner, notches, and remnant lines. It is visually inspect tip interface using minimum 3x magnification for serrated transition, holes, or rough surfaces. It is visually inspect tip for flash and excess material under minimum 10x magnification. It is visually inspect tip under 8-20x magnification for presence of scoring and proper scoring on the od and ID as noted in the scoring instruction and/or appropriate assembly drawings. It is also visually inspect distal tip for ID scratches and tears. After sterilization, product verification (pv) was performed on finished devices from the related work order under a sampling basis (5 samples). The samples were tested for kink resistance by inserting them into a 6¿ radius curve for 30 seconds. Each sample passed the kink resistance test. After sheath expansion testing, the devices were inspected for damage (i.e. Tears), liner opening or not (i.e. Stretching), and to ensure that no fragments separated from the sheath tip. The devices from the related work order were released as the samples met the requirements for all inspections and tests. These manufacturing inspections support that proper inspections are in place to detect issues related to the complaint events. Due to the unavailability of the device and relevant cine/imagery, the complaints for ¿sheath distal tip ¿ split¿, ¿sheath shaft ¿ liner torn¿, and ¿sheath shaft ¿ insertion difficulty-in patient¿ are unable to be confirmed. Without the relevant device, engineering is unable to perform any visual, dimensional, or functional inspections. As such, a manufacturing non-conformance is unable to be identified. A review of DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations additionally supports that the sheath has proper inspections in place to detect issues related to the reported events. Per standard operating procedure, during insertion of the sheath, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. These factors can create a difficult pathway to advance the sheath through the vasculature. As reported, ¿the patient had very tortuous and calcified vessels¿ and review of 3mensio confirmed that there was calcification and tortuosity in the patient¿s access vessel. Additionally, the patient¿s access vessel was 6 mm, which is at the lower limit of the vessel size recommendation for a 16f sheath, per the training manual. These conditions can create a suboptimal pathway for the sheath resulting in insertion difficulty and kinking or bending of the sheath shaft. The distal tip split and liner tear were likely due to the interaction between the device and calcification/tortuosity. There is insufficient information to determine a definitive root cause; however, available information suggests that patient factors (calcification/tortuosity) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Since no product non-conformances were confirmed and the occurrence rates did not exceed the complaint control limits for the applicable trend categories, a product risk assessment (pra) is not required. Due to the unavailability of the device and relevant cine, the complaints for ¿sheath distal tip ¿ split¿, ¿sheath shaft ¿ liner torn¿, and ¿sheath shaft ¿ insertion difficulty-in patient¿ are unable to be confirmed. Without the relevant device, engineering is unable to perform any visual, dimensional, or functional inspections. As such, a manufacturing/product non-conformance is unable to be confirmed. There was insufficient information to determine a definitive root cause; however, available information suggests that patient factors (calcification/tortuosity) may have contributed to the complaint events. Additionally, since no labeling or IFU inadequacies were identified, and a review of the complaint history revealed that the complaint occurrence rates did not exceed the august 2018 control limits for the applicable trend categories; neither a pra nor corrective or preventative action was required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.